Event description:
Customer reported that their pump screen remained dark and would not turn on. There was no adverse impact on the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.